Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2012 for endometrial adenocarcinoma. According to the legal document, the patient reportedly sustained a puncture to her bladder and intestines during the da vinci surgery and subsequently died on an unspecified date. In addition to the legal document, isi was provided with the operative reports of the primary da vinci hysterectomy procedure and a secondary operation that occurred on (B)(6) 2012. No additional information was provided. According to the (B)(6) 2012 da vinci surgery operative report, there was an intraoperative complication, namely a small inadvertent cystotomy, which was recognized and repaired by a urologist during the initial operation. There was no indication of a malfunction of the da vinci surgical system, instrument and/or accessory during surgery in the operative report. It is unknown when the patient was discharged after the da vinci surgery. On (B)(6) 2012, the patient returned to surgery for acute abdominal pain. Perforated viscus was seen. Resection of terminal ileum and ileostomy were performed by laparotomy. On (B)(6) 2012, the patient's abdominal wall wound was opened and drained for subcutaneous abscess. On (B)(6) 2012, the patient was discharged to rehabilitation. The patient's date of death and cause of death were not provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the surgical complications and subsequent demise experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient allegedly experienced surgical complications following a da vinci surgical procedure and subsequently died on an unspecified date.

Manufacturer narrative:
Supplemental medical records were provided to intuitive surgical inc.(isi), which contained prior reports as well as the pathology report from the resected bowel perforations. The pathological diagnosis was severe ischemic bowel disease with mucosal necrosis, clinical perforation, acute serositis and abscess formation. No evidence of electrosurgical injury or trauma was found. According to the discharge summary dated (B)(4) 2012, the patient was doing well at the time. The patient's date and cause of death were not provided within the supplemental medical records. A careful review of the medical documentation was conducted. There was no indication of a malfunction of the da vinci surgical system, instrument, and/or accessory during the operation. There were no intraoperative complications. Based on the additional information provided, this complaint is still being classified as reportable because the patient allegedly experienced surgical complications following a da vinci surgical procedure and subsequently died on an unspecified date.